Manufacturer narrative:
No phaco tips were returned for evaluation. No lot number was identified therefore a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that eleven patients had flecks in their incision after the procedure. Additional information provided indicated that the bluish flakes were observed at the "wound" after phacoemulsification was completed. There was no harm to the patients. Additional information was requested; however, none has been received to date.